Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('eventually did break despite being placed on gentle traction.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, intrauterine device removal, spotting vaginal, chronic cervicitis, uterine cervical squamous metaplasia, adenomyosis, paratubal cyst, menometrorrhagia and endometrial polyp. Family history included ovarian cancer and pseudomyxoma peritonei. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("small portion that was barely able toand grasping with a blunt grasper showed traction and did not release out of the fallopian tube") and complication of device insertion ("essure implant malfunction."). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, complication of device removal and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, complication of device removal and device breakage to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('eventually did break despite being placed on gentle traction.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, intrauterine device removal, spotting vaginal, chronic cervicitis, uterine cervical squamous metaplasia, adenomyosis, paratubal cyst, menometrorrhagia and endometrial polyp. Family history included ovarian cancer and pseudomyxoma peritonei. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("small portion that was barely able toand grasping with a blunt grasper showed traction and did not release out of the fallopian tube") and complication of device insertion ("essure implant malfunction."). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, complication of device removal and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, complication of device removal and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report